Event description:
Reporter alleged calling the dr for a condition unrelated to diabetes and obtained inaccurate blood glucose readings. It was stated customers' meter read 290 mg/dl compared to the doctors' meter reading of 104 mg/dl when performed within 2 mins of each other. No actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.